Event description:
Reporter alleged the customer received the results of 512 mg/dl and 83 mg/dl back to back within 10 minutes on the performa system. Reporter stated the patient was hypoglycemic, the emergency service was called based on her symptoms and she received routine treatment. No other actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.

Manufacturer narrative:
The event occurred in (B)(6). No information was provided on the specific part number involved in this event.